Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio determined the cause of the reported issue was fretting corrosion on the j11/p11 connector between the power pcb assembly and the battery wire harness as well as worn battery pins. The fretting corrosion on j11/p11 and worn battery pins both increase the resistance of the input power path to the device and can cause an unexpected shutdown. Since the power pcb assembly for this device was no longer available it could not be repaired. The customer received a new lifepak 15 device.

Event description:
The customer contacted physio-control to report that their device restarted continuously and unexpectedly. This may be an indication of a lock-up condition. In a lock-up state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device restarted continuously and unexpectedly. This may be an indication of a lock-up condition. In a lock-up state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.